Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. Reportedly, the customer was refilling and reloading an existing cartridge. Tandem technical support informed the customer that refilling and reusing cartridges is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was in the 300's mg/dl.